Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump was not delivering. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.